Event description:
The device was used during a tah-vso procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The exact cause for the difficulty reported could not be reliably determined as the subject stapler cartridge was not returned for evaluation.